Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the cause was found to be that the battery contacts and battery flex were corroded. It was also noted that the upper and lower cases were broken, both bail covers were broken, the battery contacts were compressed, the keyboard was scratched, the display was out of specification with missing pixel segments and the battery drawer o-ring was missing.

Event description:
It was reported that the external pulse generator would not turn on, even with a new battery. It was further noted that it needs calibration. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.